Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Issue reported could not be confirmed due to no sample returned. Test result(s): [ ] defect confirmed defect not confirmed.

Event description:
As reported by the user facility: while titrating up levophed drip and increasing dosage in pump, "ok" was pressed and about 30 seconds later, map 50 when it had been 62 previously. Pump started beeping after map started dropping and pump had not in fact restarted after new dosage confirmed. Dosage confirmed and pump restarted after "ok" pressed again. A few minutes later levophed gtt uptitrated again. Checked the pump started infusing at changed dosage and pump did not start infusing when "ok" was pressed. Pressed "ok" again and pump restarted. Thus, 2 different episodes necessitated pressing "ok" twice instead of once.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. Bbmi has received correspondence from a customer detailing challenges they are encountering with the infusomat space infusion pumps and sets. The customer indicates that the issues experienced by the medical staff while using bbmi infusomat pumps and sets are causing disruptions in the administration of critical medications resulting in adverse events. In this specific event, the impact was temporary and there were no immediate interventions necessary. As such, the event does not qualify as an adverse event or serious injury. However, special considerations are being made due to increased difficulties the customer has communicated and is experiencing. Therefore bbmi will report this event as a product problem for this instance only. A follow up will be submitted when the investigation results become available.